Event description:
At 0930 - rn was attempting to discontinue infant's umbilical venous catheter (3.5 fr. Sutured at 7cm uvc) when uvc snapped at the 7cm mark. Rn did not utilize scissors to remove uvc. Rn notified the physician immediately. Rn remained holding pressure to umbilical stump. At 0932 - physician and nnp at infant's bedside. Dr held pressure on umbilical stump while rn stepped aside. At 0935 - dr was able to remove entire piece of uvc that was in the patient with no further issues. Infant tolerated procedure well with no significant blood loss.